Event description:
It was reported that low impedances were found on electrode combination 0-3. It was unclear if these measurements were taken pre-op, intra-op or post-op. Follow-up information indicated that all four of the patient's programs were working and that the patient experienced a ''positive [post-op] outcome.'' Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that there was no negative outcome. The battery was reprogrammed post implant and all readings were within acceptable range. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3889-28, lot # v881399, implanted: (B)(6) 2012, explanted: na; extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2012, explanted: na.